Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received and evaluated. During the service evaluation the following defects were identified: button failure; will not rotate; cable, electrical failure the failure components were replaced. The device is performing to specification. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The root cause for the issue that was experienced by the user can be related to the hard and continuous use of the device. All reusable devices are subjected to repeated stresses related to surgical use, routine cleaning, and sterilization processes. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in china that during a demonstration on (B)(6) 2023, it was observed that the fms tornado micro handpiece with buttons device had a button issue. According to the report, sometimes the user needed to enter the button many times so it could work. During in-house engineering evaluation, it was determined that the device would not rotate. There was no procedure nor patient involvement reported. No additional information was provided.